Event description:
A discordant low (false negative) psa result was obtained on a patient sample. The discordant result was not reported to the physician. The laboratory questioned the result due to the patient's history. The sample was repeated, and repeated again in triplicate. The mean of the repeat results (run in triplicate) was reported to the physician. Patient treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant psa results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument data indicated that the cause of the discordant psa result was due to the malfunction of the sample level sense. The instrument was repaired. The fse performed preventive maintenance and replaced the water pump, sample and reagent probes, sample/clot and reagent manifolds, lower and upper drd seals, and the incubator cover. The instrument is performing within specifications. No further evaluation of the device is required.